Event description:
User facility respiratory representative requested a field service call indicating during use on vol/ac vt 420, rate 10 and peep 5. The minute ventilation reading was lower than expected even though monitor vt was fine. No patient harm was noted, as a precaution the adult (trach) patient was placed on another ventilator, user facility respiratory representative indicated a low ve alarm was noted. On (B)(6) 2015, the user facility reported that the patient has been weaned off the ventilator.

Manufacturer narrative:
The carefusion field service representative evaluated the device and found the device missing flow sensor receptacle cover and o-rings. The carefusion field service representative installed the missing flow sensor receptacle cover and o-rings, prior to running device through a complete operational checkout, per the service manual to ensure, the device meets factory specifications. Upon completion, the device was released back to the customer, ready to be placed back into service.